Event description:
The event was not discovered at the facility. But was discovered, at the repair department. No procedure or patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, due to physical stress. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that there was a gap of adhesive on the tip of the probe of the evis lucera ultrasound gastrovideoscope, as a result, dirt/stain entered inside the lens through the gap. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of gap of adhesive on the tip of the probe was confirmed. The device evaluation found that there is insufficient adhesive in screw holes of distal end. Due to wear of angle wire, bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. Due to wear of the locking engagement lever, the up/down knob could not be locked securely. Adhesive on the distal end was detached. The control unit was corroded due to water leakage. Due to corrosion on the knob wire, forceps raising angle did not meet the standard value. There was damage or deformation due to physical stress (caused by handling). Due to damage, the switch 1 did not work. The protector of the universal cord on the scope-connector side had a cut. The objective lens was cracked. The acoustic lens was damaged. The switch 2 and the connecting tube were scratched. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.